Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "pt's chief complaint was hip dislocation following strenuous activity. Dr. Opted to increase her offset and leg length by swapping her 32mm +0 femoral head to a 32mm +4 head. No complaints filed against the components themselves." Rep confirmed head and liner dislocation.